Manufacturer narrative:
Correction: section h imdrf annex a grid. A supplemental MDR was submitted to reflect the correct section h imdrf annex codes.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stuck on a blue screen stating an error has occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) verified that the station was working properly and confirmed that there were no failures. Fse rebooted the station and verified in application. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stuck on a blue screen stating an error has occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.